Manufacturer narrative:
G2) foreign country: australia. H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the surgical plan entered prior to registration. Registration was completed with passive planar probe trace registration as well as added anatomical land mark touch points. The registration accuracy of 0.8 millimeters (mm) was achieved which appeared accurate when probe traced across head and touched to anatomical landmarks. A microscope navigation integration was utilized through case. The surgeon approached the tumor and the resection was performed. The field representative (rep) was in attendance for registration and approach but left before the resection was completed. The surgeon advised he used navigation probe to check margins of the tumor which had been complexly resected prior to closing. There was nothing to indicate a navigation inaccuracy. There was no surgical delay.  Three days later the surgeon advised that after performing post operation magnetic resonance imaging (MRI), it was evident that the tumor was not resected at all and that the area resected was approximately 1 centimeter (cm) behind the tumor. The surgeon showed the rep the post operative scans which showed that the approach was not on path to the tumor. The patient will have MRI and CT's performed again and the patient will be brought back to the theatre tomorrow for re-do surgery. The surgeon was concerned that a navigation inaccuracy may have occurred despite checking against landmarks. The rep asked about the possibility of brain shift but the surgeon said the patient's brain was quite swollen at time of pre-operative scan and during surgery to the point he had difficulty replacing bone flap. The surgeon believed the pre-operative and post-operative MRI's did not show a shift in position of the tumor and did not think this was a result of brain shift.

Manufacturer narrative:
H3/h6: the software analysis was completed. The actual root cause of the issue could not be confirmed with log archive analysis. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID 9735737, software version 2.0.1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.